Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving a patient notifier. The left ventricular lead exhibited high impedance. The patient would be monitored.